Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor reported that a (B)(6) female pt had developed an open blister underneath one of the electrode belt cables. The pt reported two more blisters under the electrode on her right side and another blister under the front therapy electrode. The pt reportedly applied medication to the irritations. The pt's physician believed the pt may have been experiencing a metal allergy. The pt ended use of the lifevest. The clinical outcome of the blisters is unk. There is no indication of any device malfunction.